Event description:
A malfunction on the pump was reported by a caller. Specific blood glucose levels were not provided, but it was indicated as "high," exceeding 500 mg/dl (27.7 mmol/l). To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Although a malfunction code was identified, it was resettable, and customer technical support offered information and assistance to reset the pump.